Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On 06/26/2025, it was reported via web self-service that the patient had a skin reaction and a follow up phone call was made by tech support to the patient on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient experienced sensor failure and decided to remove the sensor early from the abdomen. She had redness under the sensor patch area but did not provide any treatment. On (B)(6) 2025, the reaction progressed, and the patient developed redness, inflammation, and an infection extending beyond the patch perimeter. On the same day, the patient consulted a physician who examined the area, diagnosed the patient with an infection, and prescribed a course of oral antibiotic medication (sulfamethoxazole/trimethoprim unspecified dosage for 10 days). At the time of the follow-up report, the infection had already subsided and the skin in the area was drying out and healing, but the patient still had pain in the area. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.